Event description:
Information received by medtronic indicated that the customer had damage to the pump. No harm requiring medical intervention was reported. The customer reports that the reservoir can lock in place. The customer confirms that the retainer ring is clear. Troubleshooting was performed and found that the pump does show physical damage and the damage to back of the battery compartment of the pump. Advise customer that serialized device needs to be replaced, customer is requesting a replacement for the pump with clear retainer ring. The customer to discontinue pump use and revert to the backup plan as per hcp instructions and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2023. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained serial number label, faded end cap address label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.